Manufacturer narrative:
The v.a.c.® drape lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged infection requiring hospitalization and antibiotics is related to the v.a.c.® drape. The physician determined that the fluid pooling under the v.a.c.® drape was due to incorrect application by the home health nurses. Therefore, this event is being reported due to potential use error. Neither a device history record review nor an evaluation of the v.a.c.® drape could be performed. Device labeling, available in print and online, states: precautions protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. -multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. Ensuring dressing integrity : it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: make sure the display screen reads therapy on. If not, press the therapy on/off button. Confirm the clamps are open and the tubing is not kinked. Identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendation to maintain the integrity of the seal: dry the periwound thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application (e.g. A liquid barrier film or surgical adhesive). For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or a hydrocolloid dressing or other appropriate barrier. Ensure v.a.c.® granufoam¿ dressing is appropriate for the depth of the wound by either cutting or beveling it, or use specific thinner v.a.c.® granufoam¿ dressings where indicated. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. .

Event description:
On 16-dec-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was in the hospital allegedly due to a "staph infection." The patient was discharged home and scheduled to follow-up with the wound care center on (B)(6) 2021. The patient advised they were no longer on services with the home health agency as the nurse had not been following the physician's orders. On 16-dec-2021, the following information was reported to kci by the nurse: on (B)(6) 2021, the wound was cultured. On (B)(6) 2021, the physician called in an oral antibiotic prior to the patient presenting for a follow up wound evaluation as the culture "grew out staph." The patient presented to the wound care center and upon the visual wound examination, the physician sent the patient to hospital for further treatment due to periwound erythema and a strong foul odor from the wound. The patient was treated empirically with intravenous antibiotics before being discharged home on oral antibiotics. On (B)(6) 2021, the patient presented to the wound care center and the physician determined that the home health nurses were not picture-framing the periwound with v.a.c.® drape, which led to the drainage pooling and sitting on top of the skin. V.a.c.® therapy was discontinued upon hospital admission. The nurse indicated that v.a.c.® therapy was not believed to have caused or contributed to the infection but was uncertain if dressing application may have been a factor. No additional information available. The v.a.c.® drape lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.

Event description:
On 16-dec-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was in the hospital allegedly due to a "staph infection." The patient was discharged home and scheduled to follow-up with the wound care center on (B)(6) 2021. The patient advised they were no longer on services with the home health agency as the nurse had not been following the physician's orders. On 16-dec-2021, the following information was reported to kci by the nurse: on (B)(6) 2021, the wound was cultured. On (B)(6) 2021, the physician called in an oral antibiotic prior to the patient presenting for a follow up wound evaluation as the culture "grew out staph." The patient presented to the wound care center and upon the visual wound examination, the physician sent the patient to hospital for further treatment due to periwound erythema and a strong foul odor from the wound. The patient was treated empirically with intravenous antibiotics before being discharged home on oral antibiotics. On (B)(6) 2021, the patient presented to the wound care center and the physician determined that the home health nurses were not picture-framing the periwound with v.a.c.® drape, which led to the drainage pooling and sitting on top of the skin. V.a.c.® therapy was discontinued upon hospital admission. The nurse indicated that v.a.c.® therapy was not believed to have caused or contributed to the infection but was uncertain if dressing application may have been a factor. No additional information available. The v.a.c.® drape lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® drape lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged infection requiring hospitalization and antibiotics is related to the v.a.c.® drape. The physician determined that the fluid pooling under the v.a.c.® drape was due to incorrect application by the home health nurses. Therefore, this event is being reported due to potential use error. Neither a device history record review nor an evaluation of the v.a.c.® drape could be performed. Device labeling, available in print and online, states: precautions protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. -multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. Ensuring dressing integrity : it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: make sure the display screen reads therapy on. If not, press the therapy on/off button. Confirm the clamps are open and the tubing is not kinked. Identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendation to maintain the integrity of the seal: dry the periwound thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application (e.g. A liquid barrier film or surgical adhesive). For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or a hydrocolloid dressing or other appropriate barrier. Ensure v.a.c.® granufoam¿ dressing is appropriate for the depth of the wound by either cutting or beveling it, or use specific thinner v.a.c.® granufoam¿ dressings where indicated. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. .